Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. The following physician was dr. (B)(6) at (B)(6) center in (B)(6). A call to technical services placed on (B)(6) 2013 stated that device was detecting noise from this lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).